Event description:
It was reported that after seven (07) days post intraocular lens (iol) implantation, patient developed iritis. Medication of apdrops dm & t+ was prescribed. There was no incision enlargement, no vitrectomy and no sutures done. The patient's daily activities are not significantly affected. The iol remains implanted. No further information available.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.